Event description:
Reported as "customer complained that pump over dosed while on a patient. Customer stated that the pump was programmed on 120cc bag over 12 hours, 10cc were used to prime the bag and the pump delivered in 1 hour. No patient injury involved. No visual physical damage on pump. Customer also stated the pump was tested afterwards and results were perfect. Rn, risk manager, said 110ml infused in less than one hour. The medication was morphine with a concentration of 1mg/ml. She said the patient was fine and never lost consciousness and vital signs remained normal but the patient did receive narcan. The patient was discharged without delay. Rn tried to recreate the incident but said the pump functioned fine".

Manufacturer narrative:
As reported, "... The patient was fine and never lost consciousness and vital signs remained normal but the patient did receive narcan. The patient was discharged without delay. Rn tried to recreate the incident but said the pump functioned fine." The device has not yet been evaluated. A follow up report will be submitted upon completion of the evaluation.